Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) single curve and 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the transseptal puncture was performed with a non-bsc system, a 0.8cm pericardial effusion was noticed. The pericardial effusion was stable allowing the case to continue. The 24mm closure device was successfully implanted with one partial recapture. Patients blood pressure continued to decrease for which a pericardiocentesis was performed to remove 800 cc of fluid from the pericardium. At this time, the effusion was no longer visible on echocardiogram, but patients blood pressure remained low. Protamine was administered and the drain was left in place. A clot was then seen forming in the pericardial space and on the right atrial lead. The effusion restarted growing and pressure continued to drop periodically. Patient was transported to surgery for a sternotomy and a perforation was found to the right atrial appendage. Pericardial effusion was resolved with a suture and patients pressure stabilized. No further complications were reported. Physician believed the effusion was caused by the transseptal sheath getting caught on the ra lead. The patient is stable and has been discharged.